Event description:
It was reported, that the patient presented to the emergency room. Experiencing a low heart rate. Upon review, it was discovered, that the right ventricular lead exhibited intermittent non capture. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.